Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues were noted that would result in the cannula dislodging from the infusion site. The reported events could not be determined. The exposed portion of the soft cannula was not bent or kinked. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / page 49. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that patient's bg (blood glucose) reached 390 mg/dl while wearing the pod between 36 and 48 hours on the abdomen. The patient's cannula was reported to be dislodged and bent. For treatment, removed and replaced the pod, then bolused 2 units. The patient's blood glucose, carbohydrate, and insulin history is as follows: (B)(6).